Event description:
The device was used during a hernia repair. It was reported by the rep it was jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; instrument rec'd with a formed staple jammed in the nose and 2 unformed staples fired over it. Nose weld broken, crimp had yielded.